Event description:
It was reported that insulin squirted out after the manual prime, and the piston stopped moving forward after the reservoir contacts. It was stated that the motor slow down and the numbers did not display on the screen. It was stated that the customer tried several times to rewind but the anomaly persisted. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.